Event description:
Patient became hypotensive. [Hypotension] cervical laceration. [Uterine cervical laceration] the patient was continuing to bleed. [Device ineffective] case narrative: this spontaneous report originating from united states was received from perinatal safety manager referring to a non-pregnant female patient of unknown age via clinical sales educator (cse). The patient's medical history included live birth, singleton pregnancy, induced vaginal delivery and multi gravida (g8), multi para (p6). The patient had no past history of post-partum hemorrhage. The patient did not have any past medical history of chronic conditions. The patient's historical drugs included tranexamic acid (txa), oxytocin (pitocin) and misoprostol (cytotec). The patient's concurrent conditions, concomitant medications were not reported. On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via intravaginal route for postpartum hemorrhage. A perinatal safety manager called on (B)(6) 2024 and asked if vacuum-induced hemorrhage control system (jada system) could cause injury. The patient underwent a vaginal delivery on (B)(6) 2024 at 1:16 am eastern time (et). The patient was initially admitted to rule out hypertension or preeclampsia. The patient was induced with oxytocin (pitocin) and had approximately 1,000 milliliters (ml) of blood loss after delivery, misoprostol (cytotec) and tranexamic acid (txa) were administered, and vacuum-induced hemorrhage control system (jada system) was placed. The bleeding continued (device ineffective) and patient became hypotensive (hypotension) on (B)(6) 2024. The patient was taken to the operation room (or) at 8:06 am et and an exam was done under anesthesia where a cervical laceration (uterine cervical laceration) was noted. The patient underwent a cystoscopy, and the cervical laceration was packed. Two additional doses of tranexamic acid (txa) were administered. The patient was transferred to the intensive care unit (ICU); however, the patient continued to bleed. The patient was taken to the or at 3:00 pm et and a hysterectomy was performed. The patient¿s total blood loss was 3,180 ml. After the hysterectomy was completed, the patient stabilized and was brought back to the ICU. The perinatal safety manager was not insinuated vacuum-induced hemorrhage control system (jada system) caused the cervical laceration but was simply inquired if any injuries had been reported with use of vacuum-induced hemorrhage control system (jada system). The patient received treatment and sought medical attention for events. The vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. Only one vacuum-induced hemorrhage control system (jada system) device used. The patient was not diagnosed with endometritis, disseminated intravascular coagulation (dic). The suspected cause(s) of the postpartum hemorrhage was cervical laceration. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on (B)(6) 2024. On (B)(6) 2024, the patient was recovered from the events of hypotension and uterine cervical laceration. The reporter¿s causality assessment for hypotension was not provided. The reporter assessed causality of uterine cervical laceration to be not related with vacuum-induced hemorrhage control system (jada system). Upon internal review, the event device ineffective was considered to be serious due required intervention (devices). Hypotension and uterine cervical laceration were considered to be life threatening by the reporter. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.